Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "bone mineral density decreased is a high risk factor for uncemented acetabular cups migration in female total hip arthroplasty patients." Literature article entitled ¿bone mineral density decreased is a high-risk factor for uncemented acetabular cup migration in female total hip arthroplasty patients¿ by deng jiang, et al, published in the china journal of orthopaedics and traumatology (2017) vol. 30, no. 1, pp. 33-37, doi:10.39696/j.issn.1003-0034.2017.01.008 was reviewed for MDR reportability. This article reviews the dxa scans of 40 female patients 3-12 months following primary tha of a non-cemented ceramic-on-ceramic hip prosthesis from depuy orthopaedics. This study compares the relative cup migration, over time, of patients who have low bone density versus those with higher bone density, the researchers used dxa scans to measure the cup migration of each patient. They concluded that those patients with lower bone density had a statistically higher probability of acetabular cup migration. Though there is no definitive guideline for acetabular cup migration, it was noted that there were some degree of cup migration for the patients with low bone mineral density. There were no surgical interventions or revisions for these patients, all cup migration was determined radiographically. This complaint is for a malfunction. Impacted products: unknown acetabular cup. Patient(s) reported harm(s) prior to procedure: none, no reported patient consequence. Adverse event(s) related to product(s): 1) implant migration: device movement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.